Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-jul-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 09-feb-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the leadless implantable pulse generator (ipg) exhibited elevated ventricular thresholds after multiple deployments and, after cutting the tether, dislodgement was observed via fluoroscopy. The leadless ipg was snared and removed, and will be replaced in the future. No patient complications have been reported as a result of this event.